Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have been to the emergency room on (B)(6) 2015 with blood glucose of 500 mg/dl. Customer was hospitalized due to diabetic ketoacidosis. Customer was treated with insulin and fluids. Customer was not wearing insulin pump at the time of hospitalization. Customer reported that high blood glucose was due to leakage at site which occurred with a few infusion sets. Customer was advises that infusion sets would be replaced.